Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor passed with accurate readings however, found the sensor cannula was bent. Unable to confirm if the customer received the sensor damaged due the customer returned opened and used. Unable to confirm needle complaint due to the customer only returned the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 140 mg/dl and a sensor glucose level of 240 mg/dl. Customer also reported having had bent cannulas and sensor whose needle detached in the serter. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.